Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs and bin file was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss is reportable because an investigation cannot be performed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.